Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer received multiple no delivery alarms and has high blood glucose level is 412 mg/dl. The patient has tried different cannula lengths. Customer states the tubing is bent or kinked. Based on troubleshooting, the pump is being replaced. Customer¿s mother stated that, the customer experienced high blood glucose and treated with manual injections. At school customer experienced high blood glucose again as well as ketones. Customer called for troubleshooting and was able to get blood glucose and ketones down. The insulin pump will not be returned for analysis.